Event description:
On august 11, 2006, the lay user/patient contacted lifescan alleging that the one touch ultra was not drawing in the sample. The medical affairs specialist (mas) sent a letter on august 18, 2006, because the patient cannot be reached by telephone. The mas listened to the original call to obtain/verify the following information. The patient just got new test strips but was unable to obtain meter readings so she was using her brother's meter. At the time of concern, the patient had a headache, was feeling light headed, went to the emergency room on "wednesday evening," obtained a "very high" blood glucose result, and was treated with insulin. The patient reported a "235 mg/dl" on her brother's meter, on the day she went to the emergency room, but it was not clear if it was before or after the emergency room visit. The pt provided add'l readings that she obtained on her brother's meter which were "360 mg/dl" (in 2006, at night) and "132 mg/dl" (the next day, in the morning). The patient takes 3 units humalog before each meal and 10 units of lantus nightly. It would be helpful to obtain the following: the patient's testing frequency, for how long the patient was unable to test on the reported meter, when the symptoms started, if the patient attempted to test on the meter before and during her symptoms, the date/time of the reported blood glucose results, and if the patient made any recent changes to her diabetes care. The customer care advocate walked the patient through troubleshooting and verified that the patient was using the correct testing technique. The issue was unresolved with troubleshooting. This complaint is being reported because the patient was unable to test on her meter, developed symptoms around the same time, and was treated with insulin at the emergency room. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluated it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.